Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the consumer. The patient thought that one lead was bad; threw the stimulator out of whack. It was also reported that the ins quit working for the second time and ins might need repositioning.

Manufacturer narrative:
Concomitant products: product ID: 377745, lot# v001114, implanted: (B)(6) 2006, product type: lead. Product ID: 377745, lot# v001114, implanted: (B)(6) 2006, product type: lead.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported their implantable neurostimulator (ins) quit working on (B)(6). The patient programmer (pp) was used to check the device which showed therapy was on at 3.0 volts, and the batteries were full with the ins last being charged two weeks ago. The consumer increased stimulation to 10 volts, but couldn&#62752;feel it. There were no traumas or falls reported related to the issue. Two days later the manufacturer&#62688;representative (rep) reported after the consumer complained of not being able to feel stimulation, an impedance check was performed and all were out of range (oor), greater than 10,000 ohms, which the doctor was notified of. Reprogramming was performed which allowed the consumer to feel stimulation on the 8-15 lead which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.